Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away home. The cause of death was congestive heart failure. The caller stated that the customer was a diabetic for twenty-five years, had triple bypass a couple of years ago, and had some breathing problems two years ago. The caller stated that the customer went to bed, the spouse tried to wake her up, but she would not wake up. The caller stated that, on thursday and friday prior to passing, the customer had high blood glucose of over 500 mg/dl and above 600 mg/dl. The customer was wearing the insulin pump at the time of passing. The customer was using sensors; however, the caller was unsure whether the customer was wearing a sensor at the time of passing or not. The caller agreed returning the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was returned without a battery installed. The insulin pump passed functional testing including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip. Data analysis: there is no data available due to the insulin pump was returned with a battery installed.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.